Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000 system, the user needed to access a bin. The customer reported that the malfunction occurred while issuing a medication. The user did not retrieve the amount that was entered into the system. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000 system, the user needed to access a bin. The customer reported that the malfunction occurred while issuing a medication. The user did not retrieve the amount that was entered into the system. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the bin showed zero stock, but one item remained due to a medication issuing error. A technical support specialist stated that a cycle count would need to be performed on the bin to resolve the medication discrepancy. A follow-up has been raised, but no response was received from the technical support specialist.